Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 555 mg/dl, and she was treated with an insulin drip. The customer stated that she was experiencing nausea, vomiting and fruity breath. Troubleshooting was performed. Assisted the customer to run the fixed prime and the insulin did exit. Performed a high pressure test and passed. Advised the customer switch the entire infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.